Event description:
The pt's skin flap was too thick to allow adequate "rf" transmission. The pt was unable to use the device. In november, 1997, the surgeon performed flap revision surgery to thin the skin flap. The pt was unable to hear with the device after the surgery. Reportedly, the skin flap was not adequately thinned. Surgeons are instructed during training and in the surgical manual to check the thickness of the skin flap and thin it, if necessary, during the implantation surgery.